Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to hydrogel injection. The procedure was performed under general anesthesia. Cone beam computed tomography (cbct) imaging showed the hydrogel had embolized into the santorini plexus, the right obturator and the right internal iliac vein appears to have some hydrogel too. The image was compared with the computed tomography (CT) from (B)(6) 2023, and the hydrogel is in the same exact same location as the implanted date. The hydrogel has been in the same position for one and a half months. The patient's current condition is unknown at this time.